Event description:
The patient's wife reported following pump implant in 2007, the patient developed severe pain and vomiting. The md pulled out all of the medication from the pump during a refill; the pump wasn't dispensing any medication. A dye study was normal. The next day the md took the patient back to surgery to evaluate the pump. Following the second surgery, the patient went a week and a half with increasing doses, and the pump was still not working. The patient went in for another refill, and again volume discrepancies were noted. Another dye study was done, and it was noted the catheter would kink when the patient would change positions. A third surgery was done to replace the catheter. Troubleshooting was done on the pump. The following day the IV morphine was discontinued (the patient had been hospitalized the entire time). The patient developed withdrawal symptoms; a code blue was called, and the patient was transferred to ICU. The patient's wife stated that they thought the pump was functioning properly, but it wasn't working again. The patient was in ICU for approximately 3 days. Approx two months later, the md went to refill the pump again, and it was noted that nothing had been delivered to the patient. The pump was replaced on the next day. The patient's wife stated that the pump was not working. The hcp reported one day later, the intrathecal drug used was morphine, studies had been performed, which revealed volume discrepancies: 18 ml. Of volume when 4 ml. Would be appropriate. The hcp reported the patient had died of his cancer and renal failure (date unknown).

Manufacturer narrative:
The explanted pump was returned to the manufacturer for analysis; however, analysis was not complete as of the time of this report. A follow-up report will be sent when the analysis is completed.